Event description:
It was reported that the lead was experiencing oversensing and had varying impedance with the impedance at 337 ohms. The lead polarity was reprogrammed initially. It was later reported the impedance was 200 ohms. The lead was capped and abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Previous experience from a retro review for devices still in use has been incorporated into this report.

Event description:
It was reported that the lead was experiencing oversensing and had abnormal impedance. The lead polarity was reprogrammed. Previous experience on this device includes the same reported information. The lead is still in use. No patient complications have been reported as a result of this event.